Event description:
I had this device procedure for sterilization. Prior to this my menses were normal. After the device was placed in my body I began to experience unusual menses. Very heavy at times with severe cramping. I then would have menses every two weeks. I experience cramping in the pelvic area and into my lower back. These are intense at times and feel like labor. I went to the gyn and he stated maybe perimenopause but no evidence of that. I went on the experience all these symptoms on top of depression, weight gain, bloating, joint pain throughout my body, headaches, and tiredness. I changed gyn doctors due to insurance changes. I began to have no menses for five months. After that I had one which was very abnormal. My family doctor also has not addressed all of these symptoms as it is not in her line of care. After many tests nothing else has been identified. I am going for yet another opinion to see why. I am also going to undergo allergy testing to see if it is the nickel/metal component. This device has changed my life for the worse. It is in no mean what I thought it would be after consulting my doctor in the beginning. (B)(4).